Event description:
It was reported that during device change out due to normal eri, externalized conductors between the coils were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the patient presented in the emergency room after receiving several inappropriate shocks due to noise. Low pacing and hv lead impedance were also noted. The lead was capped and replaced on (B)(6) 2016. The patient is doing well.